Event description:
Information was received that a few months ago something snapped in the patient's leg while stretching and the physician suspects a crown breakage. It was additionally reported that the nail has recoiled and caused a rotational deformity. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Lot numbers 1030506aaa and 2031411aaa were provided, however, it is unknown which lot number belongs to the nail in question. A review of the device history record(s) confirmed the device met all quality inspections and specifications prior to release.

Event description:
Additional information has been provided.

Manufacturer narrative:
The nail was not returned to nuvasive for evaluation. This investigation was conducted based on the provided x-ray image. Based on the image the loss of distraction was unable to be confirmed, however, a small piece of material is visible between the distraction rod and housing where the break likely occurred. Additionally, the aluminum-bronze nut appears to be backed out. This may have been caused during the exercise session, stretched leg crossed over another, when the patient felt something snap. It is likely excess weight was bearing on the nail. Device labeling: per the instructions for use (IFU) "the nail cannot withstand the stresses of full weight bearing for tibia and femur applications".

Event description:
No additional information has been provided.